Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Reported impella in aorta alarms and patient movement just prior to the positioning issue. The root cause of the positioning issue was most likely patient movement since patient movement was reported just prior to the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella cp support was being transferred when impella in aorta alarm occurred. Attempts were made to repositioned but unsuccessful. The impella cp was exchanged for a new one. The patient remained in stable condition until successful completion of the case.